Event description:
The customer reported that during an unspecified procedure, there was no image. There was no patient or user injury reported. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the endoscopic image was blurry. This report is being submitted for the malfunction [blurred image] found during the device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During the inspection and testing, service found the image had intermittent horizontal stripes. The charge coupled device (ccd) unit was damaged. There was a gap between the color ring and protector in the control section due to repeated bending and stress caused by twisting. The scope connector and electrical connector had corrosion due to fluid ingress. The bending angle in the up direction did not meet product specification due to wear of the angle wire. The connecting tube, switch box, switch 1, and image guide protector were worn and had discoloration. The scope cover, universal cord, right/left knob, up/down knob, and grip had scratches. The light guide coil was cracked, and the scope cover had no logo. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - damage to the charge coupled device (ccd) unit - damage or deformation of the connector - movable l-range sliding error that occurred in the zoom scope - blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual - inspection of the endoscopic system operation manual important information ¿ please read before use - warnings and cautions. Olympus will continue to monitor field performance for this device.